Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgical procedure using electrocautery, this pacemaker exhibited electromagnetic interference (emi) with oversensing and pacing inhibition for greater than two seconds. This pacemaker remains in service. No adverse patient effects were reported.